Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was not responding. The customer¿s blood glucose was 151 mg/dl at the time of incident. Customer states that numbers were not ramping on their own and the scroll bar was not moving with no input. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case-corner of belt clip rails, missing display window/cover, and cracked battery tube threads. The insulin pump passed the displacement test. (B)(4).